Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that a pt experienced blurry vision due to malposition and poor centration of an intraocular lens (iol) implant. The lens was exchanged with a monofocal lens approx one month later. Additional info has been requested.